Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. The probable cause of the event could not be determined from the information available and without device evaluation. As no further investigation was able to be performed no change in harm was identified.

Event description:
On (B)(6) 2021, it was reported by a facility representative via email that an ar-8925ss syndesmosis tightrope started to loosen. This was discovered during a procedure on (B)(6) 2021. The suture was not cut on the button but when surgeon removed the tightrope, the suture was cut towards the tibial button. One strand of suture was strayed away from the rest. Surgeon removed the tightrope and the patient was not harmed in doing so. Additional information received 12/30/2021: this occurred during a syndesmosis ligament repair. The failed ar-8925ss tightrope was removed from inside the patient and surgeon completed case successfully without further issues using another ar-8925ss from lot number 13521900.